Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B) (6) 2010, company rep reported patient is experiencing hyperglycemia. Company rep stated, patient is not able to calculate bolus amounts without bolus calculator. Company rep reported, patient's blood glucose has been 300-400 mg/dl today. Submitted request for additional training. On follow up with patient, patient reported his hyperglycemia was due to his infusion set cannula pulling out of the skin. Patient's target blood glucose range is 130-170 mg/dl. Patient reported, the hyperglycemia occurred on (B) (6) 2010. Patient stated, the infusion set cannula came out of his abdomen leading to elevated blood glucose. He reported, he was able to visually see that the canula was out. Patient stated, "it may have gotten pulled on" causing the cannula to come out. Patient reported, he started securing the infusion tubing with additional tape. Patient stated, he changed the cannula following this event and bolused through the infusion device as a correction. Patient reported, he also has a head cold. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.